Event description:
Philips received a complaint from the customer¿s biomedical engineer reporting a power failure on the v60 ventilator. The device was in clinical use. There was no harm. The device was exchanged for an alternative ventilator to continue patient therapy. There was no further patient impact. The device did not meet specifications for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported after recently replacing the power supply, the unit passed performance verification testing (pvt), including alarms, power fail and internal battery tests. The rse reported review of the event log showed that at three separate power ons, the unit alarmed for operating on battery power until the last power one where it alarmed for battery low before going vent inoperative. The customer respiratory therapist stated the unit did not provide any of those alarms. The bme verified the unit alarmed as expected in follow up testing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed no error codes had occurred since the customer replaced the power supply per a previous complaint reported under MDR# 2518422-2023-36180. The alternating current (ac) power and internal battery populated appropriately, and the device passed all performance verification tests. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.